Event description:
It was reported that the "tip was coming off" of the device during an unknown case. The case was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip intact and not broken off as reported by the customer. But the tissue pad was found to be damaged, melted, and a half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.